Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. At 3:00am, the patient's husband found the patient unresponsive, unconscious and drenched in sweat. He checked the cgm that was displaying 100mg/dl and when he performed a finger stick reading it showed 23mg/dl. The patient's husband called the paramedics and when they arrived, they administered the patient with a d-50 shot which raised the patient's blood sugar. The patient declined to be transported to the hospital. The patient mentioned that had the cgm would have accurately tracked their glucose, the event could have been avoided. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not determined.